Manufacturer narrative:
A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customers¿ indicated failure mode for a broken tube with the incident lot was observed. For level ¿a¿ complaint, no DHR review is required. Confirmed. The defect was confirmed upon evaluation of the customer returned sample and photos.

Event description:
It was reported that a bd vacutainer® citrate tnt pet tube with trans blue hemogard¿ leaked and didn't work properly. No serious injury, blood to mucous membrane exposure or medical intervention was reported.